Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that patient with this pacemaker died. The field representative was called to the morgue to interrogate the device per the coroner's request. It was noted that the pacemaker had declared elective replacement time (ert) three days after the estimated date of death and automatic capture was in retry mode. It was reported that this most likely occurred as the patient was in cold storage post-mortem. In addition, there were tachycardia episodes recorded around the estimated time of death; however, they were overwritten by atrial tachy response (atr) episodes. There were also a couple of high pacing impedance readings on the non-boston scientific leads recorded before the estimated time of death. There were no allegations that the pacemaker caused or contributed to the patient's death. The cause of death is suspected to be a myocardial infarction.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted a hole in the right atrial seal plug. All other seal plugs were intact and all setscrews were found to be operating normally. The device was interrogated and a review of the memory found that the device had reached elective replacement time (ert) on (B)(6) 2016. No alerts or errors were noted. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory testing was unable to reproduce the reported clinical observations.

Event description:
--